Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a persistent atrial fibrillation ablation procedure. During the procedure while ablating the left atrium the radio frequency generator suddenly stopped. The physician checked out the catheter and found that the irrigation tubing was broken. The catheter was exchanged and the procedure was completed with no patient complications being reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a persistent atrial fibrillation ablation procedure. During the procedure while ablating the left atrium the radio frequency generator suddenly stopped. The physician checked out the catheter and found that the irrigation tubing was broken. The catheter was exchanged and the procedure was completed with no patient complications being reported.

Manufacturer narrative:
Visual inspection of the device showed irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. A risk review of the nav mifi oi was completed, intellanav mifi oi hazard analysis and confirmed that the event of tubing set- damaged/defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications.